Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers gd896126 and gd896399. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896126 and gd896399 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The patient had been in and out of the hospital for fatigue prior to being diagnosed with peritonitis. The symptom of fatigue was considered a manifestation of the peritonitis. The patient was treated with vancomycin intraperitoneally (dose and frequency not reported) for the event and was discharged from the hospital three days after admittance. At the time of this report, the patient was reported to be recovering from the peritonitis. Therapy was ongoing. No additional information is available at this time. This is report 2 of 2 involved in this event.